Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient began to have the sensation that their entire body was vibrating. The circumstances that led to the patient's lack of therapeutic benefit were that their urinary incontinence never got better as they told their hcp and the fecal incontinence cleared up right away. The steps taken to resolve the event were that the patient adjusted it high and it would make their foot turn down and still proved ineffective for the urinary side. The patient adjusted it back and the fecal end worked properly. As for the central nervous system (cns) issues, they were still happening and the stimulator had been turned off since (B)(6) 2015. The patient also developed slight involuntary movement on the same side of their left leg. The patient made the decision to just have it removed. The patient preferred not to have it in their body if it was not being used.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ff2n, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) didn't help their symptoms. It hadn&#62752;helped and worked for the fecal but not for the urinary since it was implanted on (B)(6) 2014. The patient experienced a loss or change of therapy and did not feel stimulation. The patient turned their ins off and didn't want to turn it on again. The patient had a loss of symptom relief. The patient had some central nervous system issues and wanted the ins removed. The patient had been having central nervous system issues since the beginning of the (B)(6) in 2015 and didn't know if it was related to the ins. The patient had bad back issues and the ins was firing off in their body and aggravating it. The patient couldn't get in to see their health care provider (hcp) until the end of (B)(6) because they were booked. The patient also needed an MRI of the back and needed the device taken out. The patient was on anti-seizure medication currently and didn't want the ins turned on again. It was not necessarily anything to do with the ins and it may be that the patient's body wasn't accepting what was going on. The patient's therapeutic mattress set the device off and this had been happening since the beginning of the (B)(6) as well. The patient would turn stimulation on and then it would turn up and down. This started in 2015 and it was not related to what body position the patient was in, it was when the patient was just standing there. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.